Manufacturer narrative:
The insulin pump passed the displacement test; however, the unit alarmed with motor error during the basic occlusion test and had a compromised force sensor system alarm during the prime test at 4 pounds due to a faulty force sensor resistor (gold). The motor was tested outside the device and passed. The following physical damage was also noted: cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that her insulin pump alarmed with three motor errors during the manual prime process, and despite being able to rewind the pump the device then alarmed with a compromised force sensor system. The patient's blood glucose at the time of incident was 300 mg/dl. Troubleshooting was initiated for the past motor errors and the prime and rewind issue. The customer stated that while priming the tubing insulin had squirted out prior to the compromised force sensor system alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.